Manufacturer narrative:
Covidien reference number: (B)(4). The customer reported to have inspected the device and verified the reported condition. The customer reported to have cleaned the exterior of the graphic user interface (gui) and then ran the ventilator for a 30 minute period without any incident. All tests passed. Covidien was not authorized to repair the device.

Event description:
It was reported that, the touchscreen on an 840 ventilator was unresponsive. The ventilator was not in use on a patient at the time the event occurred.